Event description:
During a regular follow-up of the subject device, it was noticed that no data (except statistics) were available in aida (device memories) and the following message was displayed on the overview screen: aida memories are not activated.

Event description:
During a regular follow-up of the subject device, it was noticed that no data (except statistics) were available in aida (device memories) and the following message was displayed on the overview screen: aida memories are not activated.